Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported that vacuum rising issues occurred during a cataract surgery with intraocular lens (iol) implant. Additional information has been requested but not received to date. This is one of five reports being filed for the same facility. This report is for the procedure performed on (B)(6) 2016.

Manufacturer narrative:
Evaluation summary: review of the device history record indicated the packs were built to specification. The returned samples of one pak were visually and functionally tested and both samples passed testing. Both samples were able to reach a maximum vacuum within specification. No sample was received from the two other ln packs; functional testing could not be conducted. The system operator's manual provides the following in regard to loss of aspiration/suction issues: insufficient aspiration probable cause: loose blue luer fittings; damaged o-ring (ultraflow irrigation/aspiration handpiece only); clogged tip; kinked or damaged tubing; cracked blue fitting. Recommended solutions: reconnect securely; inspect o-ring and replace, as necessary; flush tip with sterile water or bss sterile irrigation solution. Retest. Replace tip. Retest; check tubing and/or replace cassette; check fitting and/or replace cassette. It was discovered during company representative visit that the irrigation/aspiration (I/a) handpiece used when this issue occurred had a missing seal at the aspiration connection point, suggesting this was a handpiece related issue rather than a cassette issue. No I/a handpiece was received for the vacuum not rising. A picture of the proximal section of two I/a handpieces was received with the complaint. One of the two handpieces did show that the brazing joint was no longer holding the tubing with the aspiration male luer. The other handpiece was showing signs of corrosion but still appeared to be functional at this time. One handpiece lot number was identified with this complaint. The device history record for the lot was reviewed and the lot had a temporary deviation for the transition to a new directions for use (dfu) that did not contribute to the customer complaint. The product was released based on the product's acceptance criteria. The root cause of the customer's complaint could not be established; the returned samples met specifications. This occurrence is believed to be handpiece related. Based on the picture provided with the complaint, it was confirmed a vacuum rise would not be achieved for one handpiece based on the disconnected tubing from its aspiration line. The second handpiece appeared to be close to having this same complaint issue. The root cause of this complaint issue appeared to be from the normal wear of the brazing joint from the use and autoclaving of the reusable handpieces for approximately seven years of use.

Manufacturer narrative:
A sample has been received by a company representative and is in transit to manufacturing site.